Manufacturer narrative:
(B)(4). Batch # t5ak1k. Investigation summary: the analysis found that one pcee60a device was returned with the closing trigger and anvil in the closed position. One gst60d cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/16. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, something clamped was solid and the device got stuck. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.